Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, there was a partial fire while using a sureform 45 stapler instrument loaded with a white sureform 45 stapler reload. The surgeon clamped the stapler onto the renal artery, and a message appeared that the tissue was too thick to begin the fire. The surgeon moved the stapler distally along the vessel and attempted to fire again. This time, the stapler fired approximately 75% of the staple line, and then the tissue too thick message appeared again. The surgeon applied a bulldog clamp to the vessel, and then unclamped the stapler. He noted that there was no bleeding, but the staple line was incomplete, and malformed staples were present. The surgeon observed calcification in the renal artery. The procedure continued, but then the clamp likely shifted, and the artery began to bleed. The surgeon compressed the artery with a fenestrated bipolar forceps instrument to control the bleeding, and the procedure was converted to open. The bleeding was then resolved during the open procedure. The patient was still hospitalized a week following the event. Intuitive surgical, inc. (Isi) contacted the surgeon for additional information; however, at the time of this report, no further details have been received.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for evaluation. A review of the advanced instrument log for the sureform 45 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 1 time, and it fired 1 white reload. On the only install, the first two clamp attempts were incomplete, stopping at ~50% and ~58% completion, respectively. The third clamp was successful, but it was followed by a firing failure. The firing stopped at ~83% completion, after a duration of ~16 seconds. Peak torque recorded during the firing was 694 n. The unclamp was successfully completed, and the instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.